Event description:
(B)(4). The first procedure was botched by my dr and resulted in a perforation to my uterus. One month later he was able to insert the devices in both tubes. The procedure was incredibly painful! The coil he tried to place in the left tube fell apart on insertion and had to be removed and replaced. The right side was placed with much force. I was holding my husband's hand as well as the ultrasound tech's and trying to do lamaze because it was excruciating! I started having severe cramping and bleeding the same day. This went on for almost four months. Constant pain, vomiting bleeding. An ultrasound confirmed the right coil was migrating and causing damage to my fallopian tube. I had surgery to remove both tubes and coils and had to give permission for a full hysterectomy if the damage was beyond the tubes. I ended up with an infection in one of the incision sites due to having to have it removed.